Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main half height (hh) drawer 2.2 pocket c1 was failed and was unable to recover. A field service engineer (fse) tested in hardware test application (hta), and all tests were good. Then the fse forced released the pocket c1, then rebooted and configured the drawer and all was good. Then the fse put in a different cubie pocket in c1, but it also failed. Left out cubie pocket c1 also rebooted and recovered drawer. Then the fse rebooted the station as a preventive maintenance, then cleaned the electronics drawer and around back of comm sled and power supply. Then checked for medications and cleaned debris from bottom edge of back panel. Then checked for loose drawers and reseated drawer cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 drawer 2.2 pocket c1 was not communicating and drawer 3.1 pocket d5 was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.